Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Eminent clinical study: it was reported that in-stent stenosis occurred. The patient was enrolled in the eminent clinical trial. The target lesion was located in the right mid to distal superficial femoral artery (sfa) with 85% stenosis with a proximal and distal reference vessel diameter of 5 mm and was classified as tasc ii a lesion. The lesion length was 70mm. Pre-dilation was performed and 5x100mm study stent was implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2019, the subject was discharged with clopidogrel and aspirin. On (B)(6) 2020, the subject visited the enrolling site for protocol scheduled 6-month follow-up visit. Duplex ultrasound in target limb revealed in-stent stenosis. The event was considered to be non-serious and no action was taken to treat the event. At the time of reporting event was considered to be not resolved/not resolved. It was further reported that no action was taken at the time of diagnosis and an intervention was planned on a later date. On (B)(6) 2021, the subject was hospitalized for further treatment and evaluation. Pre-procedure angiography showed significant in-stent stenosis in the right mid-sfa. 70% stenosis in the right ostial to distal sfa which was 100 mm long with a reference vessel diameter of 6 mm was treated with a 5 x 120mm drug coated balloon and then with a 6 x 120mm drug eluting balloon. Post procedure, angiography showed good result with retained proper outflow in the three lower leg vessels resulting into 10% residual stenosis. The subject was recommended to take asaflow 80 mg 1 x per day and clopidogrel 75 mg 1 x per day for three months. The event was considered to be recovered/resolved. The study device size was mentioned as 6 mm x 100 mm. The subject was noted to have symptoms of claudication on the right and was able to walk for 500m during the 6 month follow-up visit. On june 1, 2021, the subject was discharged in a good general condition.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. The subject was enrolled in (B)(6) trial. The target lesion was located in the right mid to distal superficial femoral artery (sfa) with 85% stenosis with a proximal and distal reference vessel diameter of 5 mm and was classified as tasc ii a lesion. The lesion length was 70mm. Pre-dilation was performed and a 5x100mm study stent was implanted. Following post dilation, residual stenosis was 5%. On (B)(6) 2019, the subject was discharged with clopidogrel and aspirin. On (B)(6) 2020, the subject visited the enrolling site for protocol scheduled 6-month follow-up visit. Duplex ultrasound in target limb revealed in-stent stenosis. The event was considered to be non-serious and no action was taken to treat the event. At the time of reporting the event was considered to be not resolved.